Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was over 400 mg/dl. Customer treated their high blood glucose via manual injection. Customer was able to rewind the insulin pump and motor error alarm occurred 1 time in a 30 day period. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error alarm during basal delivery. Customer advised they found a bent cannula when they removed their site. Customer received the motor error alarm during manual prime. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer performed and passed the self-test and displacement test.